Manufacturer narrative:
Device is a combination product. ¿ it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. ¿(B)(4).

Event description:
It was reported that angina and stent thrombosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was de novo lesion located in the proximal anterior descending (lad) with 95% stenosis and was 12mm long with a reference vessel diameter of 3.25mm. The lesion was treated with direct stent placement using a 3.00mm x16mm promus element" plus stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was de novo lesion located in the distal left circumflex (lcx) with 90% stenosis and 8 mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct stent placement using a 2.50mm x 12mm promus element" plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented to emergency department with chest pain associated with shortness of breath. The chest pain radiates down to the left arm and was consistent with unstable angina. The patient was hospitalized and referred for cardiac catheterization. Patient's coronary angiography revealed 100% occlusion in proximal study stent in lad and patent study stent in distal lcx. The 80% stenosis located from mid saphenous vein graft to obtuse marginal 1 was treated with percutaneous coronary intervention resulting in 0% residual stenosis and timi 3 flow. One day post procedure, the event was considered resolved and the patient was discharged from the hospital.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that there was no incidence of stent thrombosis in proximal study stent in lad.